Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. The keypad buttons were responsive; the complaint was not duplicated at the time of testing. During investigation, evidence of moisture residue was found on the keypad flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons were intermittently unresponsive. The patient reportedly wore the pump exterior to a garment. No other information is available at this time. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.